Event description:
During routine device check in 7/2004 noted to have increased ventricular impedance. Five days later admitted for lead revision. Lead check only, but when reinserted into generator (x2) there was loss of capture and high impedance, therefore problem indentified with generator, which was switched out.